Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the ventricular tachy mode of this implantable cardioverter defibrillator (ICD) was set to value other than monitor + therapy. Attempt to obtain additional information was unsuccessful. Device still remains in service. No adverse patient effects were reported.

Event description:
Additional information was provided in june 2017 that the patient passed away one day after the device was deactivated. There were no reported allegations against the device. The device was not returned to boston scientific.